Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset process. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump. The customer was informed to contact technical support again if any malfunction code reappeared and acknowledged this instruction.